Event description:
Boston scientific received information that during a recent coronary artery bypass graft surgery during which time the device was programmed in electrocautery mode. During the procedure, it was noted that there was some intermittent pauses in pacing. Boston scientific technical services (ts) was consulted and suggested that this was temporary and if they stopped using cautery that should alleviate all issues. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was electively replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.